Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (35.0 mg/ml at 1.683 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient received the new pump on (B)(6) 2019 and did not think the pump was operating properly with regards to the ptm (personal therapy manager)/handset boluses; the pump sounded like ¿crickets¿ when delivering a bolus. The hcp stated that she heard the noise from the pump too when the bolus was being delivered. She also stated that the patient was not allowed all of his intended boluses with the new ptm. There were communication issues with the handset, communicator, and pump because when the patient went to activate a bolus, it reached 91% and then ¿forever sits at that percentage until finally delivering the bolus¿. Proper positioning of the communicator over the pump along with other relevant information pertaining to the hcp¿s inquiries were discussed during the call. The hcp stated that if they encountered any other issues they would call back and included that she was not happy with the new style ptm handset/communicator. No patient symptoms were reported. Additional information was received from an hcp via a company representative who reported that the pump was explanted because of beeping.

Manufacturer narrative:
H3. The device was returned for analysis and found no anomalies present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.